Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle floating in the balloon of a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 19, 2015 ¿ february 20, 2015. One unit was received for analysis. Visual inspection revealed evidence of a black particle, approximately 0.07 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path because it was molded in the material of the stressmember. No signs of a black particle were found floating in the reservoir. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.